Manufacturer narrative:
Follow-up #1: date of submission 05/26/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged short battery life issue was verified in the black box and duplicated in the evaluation. Review of black box data found low and replace battery warnings due to drastic voltage drops. Using the returned caps, the pump powered up to the display with auditory and vibratory features. No tactile issue was found with the buttons. A rewind/load/prime sequence was completed without issues. Electrical current draws were found to be high out of specifications. The pump casing was opened and a discrete component on the printed circuit board was found to be overheated. Removing the suspected component restored the current draws to specifications. Unrelated to the complaint, the display was found to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump emitted multiple replace battery warnings in the past month. It was noted that the battery cap was recently replaced and it tightened properly and the battery setting was correctly set. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).